Manufacturer narrative:
This report is submitted on february 15, 2018.

Event description:
Per the audiologist, the patient experienced pain at implant site, headaches and a performance decrement with device use. Subsequently, on (B)(6) 2018 the patient was treated with oral antibiotics (duration not reported). The implanted device remains.

Manufacturer narrative:
This report is filed on march 04, 2019.

Manufacturer narrative:
It is now reported that the device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery. This report is filed on december 11, 2018.